Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? (B)(6) 2023 is the date of surgery. Do you have any pictures of the reaction? No. Please clarify, after prineo was removed, was the wound reclosed with surgifit suture? No. Was there any medical or surgical intervention performed (re-operation; wound re-closure; prescription medication)? If so, please specify.after remove the device, consulting with a dermatologist, the patient was given ointment to reduce itching and swelling. If medication was required, please clarify if it was prescription strength. We were not told that medication was required. Can you identify the lot number of the product that was used? Unknown. What is the most current patient status? We were told that the redness had not subsided as of (B)(6) 2023. No additional information was obtained regarding the patient's condition after that date. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Also the patient had no allergy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: in another sampling performed on a different day, surgifit (nichiban) was used instead of mepilex. At that time, nothing of note had happened to the patient's wound. The patient demographics: 80-year-old woman. 150 cm, 60 kg. Current status of the patient: the patient regularly goes to the hospital. Progress: the redness has not subsided yet. The redness is occurring in the shape of the dermabond prineo, but the actual itching is only proximal to the dermabond and part of the edge. Health injury details: dermabond prineo shape redness, itching. Seriousness: non-serious (moderate/minimal). Surgeon¿s opinion about causal relationship between product and event: yes, there is. Surgeon¿s comment: I think redness was caused by dermabond prineo. It did not occur with surgifit, so I am not sure if it was due to the combination with mepilex or the patient's constitution. After peeling off the complaint product, the patient consulted with a dermatologist and was prescribed an ointment to reduce itching and swelling. The event was confirmed at the morning examination 3 days after surgery. 1-2 days after surgery was holiday and there was no medical examination at the hospital. The patient had not used dermabond in the past. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please clarify, after prineo was removed, was the wound reclosed with surgifit on this patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in (B)(6) 2023 and topical skin adhesive was used. The mepilex (mölnlycke) was applied over the adhesive. On (B)(6) 2023, in the ward / ICU, the wound was found to be reddened due to the shape of adhesive. The proximal side of the wound was slightly itchy. After confirming the redness, the adhesive was immediately peeled off and discarded. After peeling off the complaint product, the patient consulted with a dermatologist and was prescribed an ointment to reduce itching and swelling. The event was confirmed at the morning examination 3 days after surgery. Additional information has been requested.